Event description:
Olympus med systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the knife separated from the device and it fell opposite to papilla. The dr did not remove it and completed the procedure with similar device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the cutting knife was melted and broken. In addition, it was burnt. Also as a result of checking the mfg record of the same lot, nothing abnormal detected. Omsc assumes that the local cutting wire became extremely hot since the length of the contact between the cutting knife and tissue was too short while activating output and this caused the breakage. This report is being submitted as a medical device report in an abundance of caution.